Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A third-party service technician performed a serial readout and sent the data to sorin group (B)(4) for evaluation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump slowed down to a stop during a procedure. The user rotated the pump manually with the hand crank until the pump could be restarted. There was no report of patient injury.